Event description:
A pt "bled out" on an emergency room stretcher and the mattress allegedly absorbed blood through the mattress cover. The blood then allegedly came up through the cover when the next pt was put on the stretcher.